Manufacturer narrative:
The impella pump and data logs were returned and analyzed since the initial medwatch was filed. The data logs show multiple "impella wrong position" alarms which are occurring at the same time as the field representative was told there was hemolysis by the staff nurse. The pump was run through two separate hemolysis tests in-house at abiomed. The pump was then broken down and analyzed microscopically. An anomaly was found along most of the circumference of the pump housing. There was a misalignment of the cannula and pump housing that caused a step feature to be exposed. This resulted in an edge of the outflow cage to be in the path of the blood flow and contribute to hemolysis. The pump lot was evaluated and found no other complaints leveled against it. The failure mode was determined to be low risk and there will be no corrective action for the failure, though it will be trended and monitored. Internal reference (B)(4).

Manufacturer narrative:
The pump was returned for analysis to abiomed, and the analysis and hemolysis testing is ongoing. The data logs have yet to be returned for analysis. A supplemental medwatch will be completed upon conclusion of the investigation. (B)(4).

Event description:
(B)(6) year old male, with known renal dysfunction, was admitted in cardiogenic shock from a late presentation anterior myocardial infarction, to a hospital in (B)(6) on (B)(6) 2017. The impella cp was placed for support and the patient was sent to the ICU for continued monitoring. Upon admission to the ICU, the echo was performed, as recommended to assess pump position, and the pump was pulled back 1 cm in relation to the aortic valve. The urine was dark. And later that evening, hemodialysis was begun. During support on the following day ((B)(6) 2017), there was an observation made that the groin access site at the left femoral artery continued to ooze blood. There were no surgical interventions or measures taken to remedy the ooze, rather simply a re-do of the suture. The pump was again repositioned in the lab under fluoroscopy. The team at this time noted that the urine color was clearing. To remedy the signs of hemolysis in the patient, dialysis was begun and the patient received 3 units of blood products while urine output was minimal. The patient's support with the impella cp continued in the ICU with labs hemolyzing and repeated echo done to assess pump position. On the (B)(6), the patient's condition began to further deteriorate with arrhythmias which required shocks. The ventricular tachycardia continued and on the (B)(6), the patient expired when the cardiac code failed.